Event description:
Pt experienced significant weight loss, diarrhea, chronic obstructive pulmonary disease, asthma and cardiomyopathy over the last two weeks of her life. Three days before incident, inr tested 7.6 and 6.7. Prescribed and took vitamin k and stopped taking coumadin. Two days later inr was 1.6, next day pt died. Controls run each month and all are within range. Pt tested on several different instruments and reporter feels that the device is not at fault.